Event description:
Catheter was placed in 2003. The line was noted to have separated 2 days later. Internal portion of the catheter was in pt's pva. External portion appeared to have been cut. X-ray of the pt discovered the separated tubing in the femoral vein. Radiologist snared the catheter out of the pva two days later.